Event description:
It was reported to boston scientific corporation that during a therapeutic placement of a rapid exchange biliary stent system on a female, the deployment catheter detached and remained within the stent. The physician removed the detached catheter with forceps. There were no reported patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record was performed and revealed no anomalies. A lot history search was performed and found one other complaint against the same lot number for the same issue. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.